Event description:
It was reported that during a routine follow up visit, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) called technical services (ts) and requested further review of the stored threshold and impedance data. Upon review, ts confirmed that this rv lead shock impedances were measured to be greater than 125 ohms. Ts discussed review findings with the hcp and recommended for a commanded shock to further evaluate lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.